Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation and no visual damage or anomalies were observed. No sample of thread was returned. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was foreign material on the usable length of the device. It was reported that after the procedure, a thread of about 30 cm was protruding from the tip of the abbott agilis sheath used in combination with the thermocool® smart touch® sf bi-directional navigation catheter. Currently, abbott is conducting sheath analysis, but there was also a request to confirm that there was no problem with the thermocool® smart touch® sf bi-directional navigation catheter in parallel. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event of the foreign material on the usable length of the device was assessed as a reportable issue. Since there is no indication of physical damage to the catheter nor can involvement be excluded, this event will be conservatively reported under the thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was foreign material on the usable length of the device. It was reported that after the procedure, a thread of about 30 cm was protruding from the tip of the abbott agilis sheath used in combination with the thermocool® smart touch® sf bi-directional navigation catheter. Currently, abbott is conducting sheath analysis, but there was also a request to confirm that there was no problem with the thermocool® smart touch® sf bi-directional navigation catheter in parallel. The procedure was completed without patient's consequence. The returned device was visually inspected, and no visual damage or anomalies observed. No sample of thread was returned. A second closer inspection was performed and it was found in normal conditions. There was no observed foreign material on the tip. No damages nor sharp conditions were observed on the electrodes, there are no indications that the biosense webster, inc. Device contributed to the reported event. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since no damages observed on the thermocool® smart touch® sf bi-directional navigation catheter. The catheter passed specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).